Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be submitted upon the completion of device and complaint evaluation.

Event description:
The distributor reported on behalf of the user facility that during a procedure, while the surgeon inserted forceps into the 1-7044 detachaport, a piece of the valve came off and had to be retrieved. The procedure was completed with an alternate device and no reported surgical delays. No patient injury was reported. This report is raised on the basis of a detached piece of the device that had to be retrieved from the patient.

Manufacturer narrative:
The used device was returned to conmed for evaluation with opened original packaging. The reported catalog and lot number were verified. Visual inspection found a piece of the device's reducer cap was detached from the device. A potential cause for the observed failure could be the use of a sharp instrument through the device or if an instrument was caught on the reducer cap. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with 120 pieces, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed one other similar complaint for this product family and failure mode. During this same time frame, 44,447 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.005, if all complaints were confirmed. The instructions for use advises the user of the following. - thoroughly inspect device for damage prior to initial use and subsequent reuse. If damage is found, instrument should not be used. - when inserting or removing instruments that have sharp edges or acute angles, care must be taken to avoid tearing of the seals. - the detachaport obturator, seals and stopcock are designed to fit on the detachaport multi-use cannulas only. This issue will continue to be monitored through the complaint system to assure patient safety.